Event description:
As reported, while advancing a 6/7f mynx control vascular closure device (vcd) the scrub tech noticed a slit in the sealant sleeves which flared and the sealant was exposed. The device deployment was aborted and a new mynx control vcd was used successful. No injury was reported to the patient. The device was used in a diagnostic coronary procedure using a retrograde approach. The user was certified in the use of the device. The device was used with a non-cordis 6f sheath. The device storage did not exceed 25 degrees celsius. No excess force was used while advancing the device. The device is being returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, while advancing a 6/7f mynx control vascular closure device (vcd) the scrub tech noticed a slit in the sealant sleeves which flared and the sealant was exposed. The device deployment was aborted and a new mynx control vcd was used successful. No injury was reported to the patient. The device was used in a diagnostic coronary procedure using a retrograde approach. The user was certified in the use of the device. The device was used with a non-cordis 6f sheath. The device storage did not exceed 25 degrees celsius. No excess force was used while advancing the device. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The syringe was not connected to the device. The sealant remained in the manufacturing position, exposed to blood. The sealant sleeve assembly was observed kinked/bent. The procedural sheath was not returned with the device; therefore, compatibility of the sheath used with the returned device cannot be verified per the mynx control instructions for use (IFU). Per functional analysis, a simulated deployment test was performed, and both buttons 1 and 2 were able to be fully depressed without issue. The returned device performed as intended per the mynx control IFU. Per dimensional analysis, the slit length was verified and noted to be within specification. The catheter working length from distal end of sheath catch to proximal end of balloon was verified and noted to be within specification. Per microscopic analysis, visual inspection at high magnification showed that the sealant sleeve assembly was kinked/bent, and that the sealant remained in the manufacturing position, exposed to blood. There was no frayed, split or torn observed in the sealant sleeve assembly of the returned device. A product history record (phr) review of lot f2214702 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant sleeves frayed/ split / torn¿ and ¿deployment difficulty-premature¿ were not confirmed during analysis of the returned device. However, visual inspection of the returned device revealed that the sealant sleeve assembly was kinked/bent, which may have been what the user was experiencing. The exact cause of the reported events could not be conclusively determined. Procedural and handling factors may have contributed to the reported events. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it is damaged. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.